Manufacturer narrative:
Concomitant medical products: product ID: 8835, lot/serial#: (B)(4), product type: programmer. Patient - non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving hydromorphone (un known concentration and dose) and clonidine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported the patient was seeing a code on their personal therapy manager (ptm). The code was 8704. The event date was reported to be (B)(6) 2018. Technical services indicated this was not a common code and there was not a clear indication if there was a ptm issue or a pump issue. Technical services had the patient check their ptm multiple times to make sure they were seeing the 8704 code. The patient also confirmed they were hearing the critical alarm once every 2 hours. The patient was to follow-up with their healthcare provider (hcp). There were no reported symptoms. No complications were reported.